Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional leak test was performed and a leak was observed at the solvent-bonded junction of the tubing and stressmember. The reported condition was verified. The cause of the condition could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor was leaking near the fill port. The exact location of the leak was unknown. This occurred during filling. There was no patient injury or medical intervention associated with this event. No additional information is available.